Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number and lot number is unknown) was returned for evaluation. A visual inspection was performed and a complete investigation could not be performed due to only the applicator being returned. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and retracted back into the canula. The attempted sensor insertion site is unknown. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.